Event description:
(B)(4). I have experienced no menstrual cycle since (B)(6) 2012, significant weight gain, hair loss/thinning, headaches/migraines, hot flashes, mood swings, my allergies seem to have gotten worse, pain in the lower pelvic region on both sides.